Event description:
It was reported that patient presented to emergency room with an adverse event of pocket infection. The reported infection was determined not to be associated with any abbott product, and the relationship between the infection and the procedure could not be established. Subsequently, the implantable cardioverter defibrillator (ICD), right ventricular (rv), left ventricle (lv) and right atrial (ra) leads were explanted. The patient was stable throughout.